Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead was placed but had dislodged during the slitting of the catheter. The physician was unable to reposition the lead back into the desired branch of the cs (coronary sinus). The lead was then removed and not used as the physician then decided to implant a dual chamber device. No patient complications have been reported as a result of this event.